Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black check valve popped out from the inflation valve. The surgeon who was the pa held a finger on the inflation valve and then put a stop cock on it. The surgeon continued the procedure using the same btt port. The hosp did not report any patient complications.